Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing noise and high pacing impedance. The lead was reprogrammed and will continue to be monitored. There were no patient consequences.